Manufacturer narrative:
As of this date, the lead has not been returned.

Event description:
Boston scientific crm received information that this left ventricular lead dislodged. To date, there have been no adverse patient effects reported.